Manufacturer narrative:
(B)(4).

Event description:
During an atrial septal defect closure, the defect measured 6 mm via echocardiography and fluoroscopy therefore a 9 mm amplatzer septal occluder (aso) was chosen. The aso was deployed after the position was verified by echocardiography, and the aso was released. Upon release, the aso embolized to the pulmonary artery and the device was percutaneously removed. The procedure was abandoned and no other device was used. The patient is reported to be stable.

Manufacturer narrative:
The results of this investigation confirmed the amplatzer septal occluder met all dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the embolization remains unknown.